Event description:
The affiliate reported the customer alleged diluent leaked from the instrument with sheath tank pressure error message involving the coulter lh 780 hematology analyzer. The customer noted the sheath line tubing broke. The customer cleaned up the diluent and was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. Patient care was not impacted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced a broken tubing from the sheath line and resolved the issues. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).